Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer's blood glucose was 2.5 mmol/l at the time of incident. The customer's blood glucose was 15 mmol/l at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No prime anomalies noted. The insulin pump had cracked case at the battery tube threads and minor scratched lcd window.